Manufacturer narrative:
H10: additional narratives. Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information that a 23mm aortic valve implanted for nine (9) years was explanted due to aortic stenosis and regurgitation secondary to heavy calcification, structural valve deterioration and slight pannus overgrowth. The leaflets were hardened on both sides due to calcification. The device was replaced with a 25mm aortic valve with no patient adverse event reported. The patient status was reported as recovered.

Manufacturer narrative:
H10: additional narratives: updated d4, h4, and h6 per new information received. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H3: product evaluation: customer reports of stenosis, calcification, and pannus were confirmed. Report of structural valve deterioration was confirmed through observed calcification and leaflet tears. X-ray demonstrated band was bent inward near commissure 1 and heavy calcification was observed on all three leaflets. Host tissue on the stent circumference was minimal at the outflow aspect. Calcification restricted leaflet mobility and led to stenosis and regurgitation. Leaflet 1 had a 3mm long tear along commissure 1. A non-transmural tear, approximately 4mm long, was observed on leaflet 3 near commissure 1 on the outflow aspect. Calcification was evident at the tears. As received, mechanical damage marks were observed on the free margin of leaflet 3 near commissure 3. Damages appeared serrated and did not penetrate leaflets. Sewing ring cloth had multiple cuts around the valve.